Event description:
The customer reported that during the procedure, device jaws could not be re-opened. The site contact did not know if the device was applied to tissue when this occurred. There was no pt injury. No further info was made available from the operating room.

Manufacturer narrative:
(B)(4). The incident device was returned for eval. The jaws of the device were not stuck shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife edge was not damaged. Covidien could not confirm the customer's report.